Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with leakage from root of needle.

Manufacturer narrative:
The initial MDR submitted is null and void as this complaint was inputted with an incorrect catalog#. Another pr was created under pr#698117 to capture this complaint.

Event description:
It was reported with the use of the bd vacutainer precisionglide multiple sample needle there was an issue with leakage from root of needle.